Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the reported event. The treatment for the peritonitis, while the patient was in the hospital, included unspecified intravenous antibiotics (doses and frequencies not reported). The patient continued receiving antibiotics after discharge from the hospital, but those were reported to be administered intraperitoneally. The pd therapy was ongoing. The patient recovered from the peritonitis. Additional information was requested and was not available at this time. This is report 5 of 5.

Manufacturer narrative:
(B)(4). This report is for an unknown titanium adapter, (B)(4) addresses the automated pd set with cassette report, (B)(4) addresses the transfer set report, (B)(4) addresses the minicap report and (B)(4) addresses the extension set report for this patient. Should additional relevant information become available, a supplemental report will be submitted.